Event description:
A healthcare worker experienced swelling with generalized redness over her entire body when a wound on her finger that was protected with latex gloves came in contact with disopa. The worker has a history of allergy to disopa and was treated with an unspecified intravenous steroid. The worker recovered from this event.